Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that upon interrogation, the device gave an alert that eri had been reached. The battery voltage was at 2.50v. Eri voltage is 2.45v. Session records showed that the battery discharge was excessive and abnormal.

Manufacturer narrative:
The device was found to have a low battery voltage upon receipt. Testing on the bench and automated electrical testing found several anomalies due to the low battery voltage. The device current measured normal and remained normal throughout cycling and humidity tests. The battery was sent to an outside laboratory for further testing; no anomalies were detected. The cause of the premature battery depletion remains undetermined.